Manufacturer narrative:
The pump has been returned to animas for evaluation. The following information was found with the subject pump : the "bolus, backlight, & up" buttons are not responding. Product analysis removed the keypad and found adhesive under the contacts and removed the "bolus" button and found contaminated contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the bolus and up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.